Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was measuring high thresholds and no capture. Patient presented to the emergency room after 11 shocks were delivered. Healthcare staff suspected a lead fracture. After admission, the patient's rv lead was capped and replaced. No further patient complications have been reported as a result of this event.